Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was heating and redness of the battery area from the recent replacement. It was recommended the patient see their provider regarding this issue. The issue was not resolved. It is unknown if surgical intervention is planned.